Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received and inappropriate shock during fast atrial fibrillation (af) with t wave oversensing, during exercise. The technical services (ts) reviewed the data and functional undersensing was found in a recorded episode. The ts provided troubleshooting options and discussed reprogram options. This s-cd remains in service. No adverse patient effects were reported.